Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this device was exhibiting premature battery depletion. Over the course of approximately 19 months, the battery longevity decreased by 4 years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, or to have the battery status reevaluated in 90 days time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device has been received for analysis. The investigation is currently in progress. A supplemental report will be submitted when the analysis is complete.

Event description:
It was reported that this device was exhibiting premature battery depletion. Over the course of approximately 19 months, the battery longevity decreased by 4 years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, or to have the battery status reevaluated in 90 days time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis. The investigation is currently in progress.

Manufacturer narrative:
This device currently remains implanted. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this device was exhibiting premature battery depletion. Over the course of approximately 19 months, the battery longevity decreased by 4 years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, or to have the battery status reevaluated in 90 days time. This device remains implanted and in service. No adverse patient effects were reported.